Event description:
Literature: tasseel ponche s, ferrapie al, chenet a, et al. Intrathecal baclofen in cerebral palsy. A retrospective study of 25 wheelchair-assisted adults. Annals of physical and rehabilitation medicine. 2010;53(8):483-498. Reportable events: one patient passed away during the follow-up period due to pneumonia and could not be evaluated. It was reported that this death was not correlated to implantation or use of the itb pump. At this time, no additional information was available, additional information has been requested. There were eight incidents that were classified as complications requiring hospitalization; one event was an idiopathic catheter breakage that required surgical intervention to change the catheter. It was unclear if the catheter had migrated in this case. One event was a catheter breakage that occurred during vertebral fusion (arthrodesis), final treatment was being investigated. One event was a postoperative (B)(6) infection with inflammatory and purulent discharge at the pump site requiring surgical treatment of washing and combination antibiotic therapy. One event was an infection during vertebral arthrodesis requiring surgical treatment of pump removal and arthrodesis removal. One event was severe and chronic constipation with bowel sub-occlusion, final treatment was being investigated. One event was a deep vein thrombosis in the left femoral that required medical treatment. One event was psychiatric anxious-depressive syndrome where pain increased and multiple psychiatric symptoms were seen, the pump was stopped in this event. One event was anxiety before filling of the pump and dysmorphophobia, requiring surgical treatment to remove the pump as requested by the patient.

Manufacturer narrative:
(B)(4). Constipation; spinal tap syndrome; dysuria; swallowing disorder; pruritus. (B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. At this time, no additional information was available, additional information has been requested. There were thirteen incidents were adverse events which resolved themselves spontaneously or after symptomatic treatment, with no after-effects; three patients experienced postoperative spinal tap syndrome with headaches, nausea and vomiting, requiring medical treatment. Two patients experienced csf effusion with subcutaneous non-inflammatory collection around the pump postoperatively, requiring medical treatment. One event was a pressure ulcer at the location of the implanted pump, requiring medical treatment. One event was dysuria (painful urination) that required monitoring. Two patients experienced a swallowing disorder with excessive salivation and more frequent choking on food which was treated with prevention and medical intervention for aspiration pneumonia. One event was pruritis that occurred since the implantation and after each filling, this was treated with an h1 antihistamine. One event was edema of the legs when high doses were administered; this was treated with decreasing itb doses and support tights.